Event description:
Physician reported right side "a slight alteration in shape and wavy contours with a diffusely heterogeneous internal echo structure and a small amount of echogenic material outside the envelope," and "right intracapsular rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.